Event description:
The customer observed discordant atellica im 1600 ca 19-9 results for one patient compared to alternate methods and the clinical picture. The discordant results were reported to the physician who questioned the results. There are no reports that treatment was altered or prescribed due to the discordant atellica im ca 19-9 results.

Manufacturer narrative:
The customer had a sample from a patient with no indication of a cancer diagnosis, who was being tested as part of a physical examination, that recovered > 700 u/ml with atellica im ca 19-9 kit lot 503 but when autodiluted 1/10 the sample recovered 598 u/ml. When the sample was tested with the alternate ca 19-9 assays it recovered 52.5 u/ml and 34.5 u/ml respectively. The sample was treated with polyethylene glycol (peg) 6000 after which it recovered <1.2 u/ml. The customer was not able to provide a list of medications/supplements the patient was taking. The sample cannot be sent to siemens healthineers for evaluation due to (B)(6) customs issues. Treatment of the sample with peg may have precipitated antibodies that were interfering with the atellica im ca 19-9 assay. This could also explain the discrepancy in the diluted result vs the undiluted result as the dilution would reduce the amount of interfering antibodies. As stated in the limitations section of the atellica im ca 19-9 instructions for use (IFU) (10995285) "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." The expected values section of the atellica im ca 19-9 IFU indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the atellica im ca 19-9 IFU: " warning this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen-negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." " the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." All related quality control results were within the normal ranges. This discordance was only seen for this one patient and there are no previous results available for this patient. A review of internal data indicates atellica im ca 19-9 kit lot 503 is performing as intended. The cause of the discrepant results seen by the customer with this one sample when using atellica im ca 19-9 kit lot 503 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed.